Event description:
The doctor indicated that the abutment fractured sometime in (B)(6) 2014 after being in the patient's mouth for several months. There was no patient injury.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, the abutment looked used and had a fractured head, but was not separated. The root cause is undetermined. The likely cause is application of excessive force during mastication, leading to the head of the abutment fracturing and preventing it from functioning as required. A review of the device history record indicates that there were no deviations to established materials or processes that would have contributed to this reported incident. All (B)(4) products from this lot have been shipped and this is the only reported incident to date.